Event description:
It was reported that the patient had posterior spinal instrumentation and fusion from t2 to pelvis on (B)(6) 2014. The catheter was intentionally cut at spinal site and re-spliced during the fusion procedure. There were no strain relief sleeves noted during catheter exploration and replacement on (B)(6) 2014 and both segments of catheter had disconnected and were off from pin connector. The actions required as a result of the event included hospitalization, replacement and reprogramming. There was retrograde flow of csf (cerebrospinal fluid) from the existing spinal segment, but the decision was made by the neurosurgeon to explant entire catheter and replace it with a new catheter. A pump replacement was also done due to pending expected eol (end of life) battery. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced a fever, increased spasticity, sweating (diaphoresis), tachycardia and agitation. The location of the issue or symptoms was the catheter track. The patient admitted into the ICU (intensive care unit) from the ER (emergency room) on (B)(6) 2014 and was treated with oral baclofen. Urine and blood cultures were negative. It was noted that the lab work results had lactate at 5.8. Diagnostic methods also included an x-ray which showed a radiographically intact pump system, portion of the catheter where entering the spine not well visualized. It was later reported that there was an inability to aspirate fluid. The health care professional (hcp) was unable to withdraw csf from the catheter in the or (operating room). The etiology was the entire catheter. The event was related to the device or therapy and unlikely related to the implant procedure. It was later reported that the patient also experienced baclofen withdrawal due to the severed catheter. It was noted that the catheter was likely severed in the or (operating room) during posterior spinal fusion on (B)(6) 2014. The patient had increased tone, jitteriness, and back pain. The severity was reported as moderate and resulted in in-patient or prolonged hospitalization. The patient resolved without sequelae on (B)(6) 2014. The pump was used to infuse gablofen.

Manufacturer narrative:
Analysis of the catheter found that the catheter body was incorrectly assembled or sutured.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).